Manufacturer narrative:
Product problem was corrected.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display functionality concern on coaguchek xs meter serial number (B)(4). The customer dropped her meter and noted that the screen was not complete. After a display check, she could 'only see the bottom half of the screen and only see the bottom half of the eights.' There was no allegation that an adverse event occurred.